Event description:
It was reported that, the surgeon inserted a competitor's lens and the trailing haptic was torn by the cartridge during insertion. The incision was enlarged to remove the lens and another iol was successfully implanted. No sutures were needed.